Event description:
It was reported by service report that the right side rail would not latch up. The right toprail was also broken and there were sharp edges. No pt involvement or adverse consequences are reported.